Event description:
A customer reported that due to a delivery issue, replacement product was not received and they were unable to test. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced symptoms of "hypos". A blood glucose test of 12 mmol was obtained on the healthcare professional meter and requiring healthcare professional administration of a insulin injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.